Event description:
It was reported that the target lesion was located in the non-tortuous, non-calcified, 90% stenosed proximal left anterior descending artery. Predilatation was being performed with the 2.0x15 mm trek; however, the balloon ruptured on the first inflation of 10 atmospheres, for 20 seconds. A new dilatation balloon was used for predilatation and the procedure was completed successfully. There was no reported resistance during advancement or retraction of the balloon catheter during use in the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency. It was noted that the balloon was not soaked per the instructions for use (IFU) prior to use. It should be noted that the preparation for use section of the trek rx coronary dilatation catheter IFU states: submerge the balloon in heparinized normal saline during balloon preparation to activate the coating.